Event description:
It was reported to boston scientific corporation that an obtryx mesh sling was implanted for the treatment of stress urinary incontinence in late 2007. Post procedure, on thirteen days later, the pt experienced a mild severity urinary tract infection. It was reported to boston scientific in 2008 that "medical treatment was administered" for the uti. The event was reported as resolved. Despite attempts to obtain additional info none has been rec'd.

Manufacturer narrative:
The complainant has not indicated that the device has been explanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.